Event description:
It was reported that the programmer "intermittently" would not interrogate implanted devices. Also noted was there was a lot of noise on the atrial channel of the analyzer and the electrocardiogram (ECG) screen. In one case, the caller noted that the radiofrequency (rf) head was left over the device, and the caller walked away, came back and the device interrogated "on its own." Multiple steps were taken to resolve the issue; replacing the analyzer and rf heads. The programmer will be returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 2090. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).